Manufacturer narrative:
Correction: d1, d4. Investigation: visual inspection: during the investigation, scratches on the outer housing of the valve, but no significant deformation or damage was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the m. Blue operates within the accepted tolerance in both positions. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, no deposits or other abnormalities were found. Summary of the investigation results: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination.

Event description:
The complainant device was returned to the manufacturer for evaluation.

Event description:
It was reported that a m. Blue (#fx817t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure. The complainant device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 1 year, 11 months height: 70 cm weight: 8 kg gender: male.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.